Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) replaced the upper and lower o-rings and seals, and the timing belt on the precision pump. System ultrasonics, vacuum, and the mixing belt speed were verified and found to be acceptable. A system check was executed and the results were within instrument specifications. The fse performed a five replicate, precision test using both levels of tsh quality control (qc). The results were within the customer's qc ranges and demonstrated acceptable reproducibility. Although the fse made several repairs to the instrument, a definitive root cause for this event has not been determined to date.

Event description:
On (B)(6) 2011, the customer reported erratic high thyroid stimulating hormone (tsh) quality control (qc) results on the access 2 immunoassay system. Some results were outside of the established qc range. The qc failures occurred when the tsh qc was run in conjunction with other assay qc processes. When run independently, after the completion of other assay qc runs, tsh recovered within established range. Although the potential for erroneous results being generated does exist, there were no erroneous results reported out of the lab and there were no reports of change to patient treatment associated with this event.